Manufacturer narrative:
The bipap a40 pro (111074067) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Philips is currently investigating this complaint. The device was returned to a third-party service center for service, but the evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.